Manufacturer narrative:
The event device is anticipated to return. A follow-up report will be provided upon completion of the investigation.

Event description:
Procedure performed: diagnostic laparoscopic case. Event description: from the account manager: I was notified today that a doctor was doing a diagnostic laparoscopic case with the gelpoint mini cngl3 and a piece feel out of the trocar and was found and removed from the patient with no harm. The account has keep the device with lot # 1546692 with expiration of 2028-03-05 at the hospital if needed. Please advise on next steps. Additional information obtained from account manager via email on 16may2025: this was not a robotic surgery. The leakage occurred at the sleeve. The leak did not only occur when instrumentation was placed through the trocar. It was observed that a component separated from the sleeve/trocar seal when leakage occurred. The entire component fell off and fell into the patient. The surgeon attempted to resolve the leakage and removed the sleeve. The pressure and flow were set to 40 pressure/15 flow. The were no damages to the gelseal cap. Intervention: found and removed from the patient with no harm. Patient status: no harm.

Event description:
Procedure performed: diagnostic laparoscopic case. Event description: from the account manager: I was notified today that a doctor was doing a diagnostic laparoscopic case with the gelpoint mini cngl3 and a piece feel out of the trocar and was found and removed from the patient with no harm. The account has keep the device with lot # 1546692 with expiration of 2028-03-05 at the hospital if needed. Please advise on next steps. Additional information obtained from account manager via email on 16may2025: this was not a robotic surgery. The leakage occurred at the sleeve. The leak did not only occur when instrumentation was placed through the trocar. It was observed that a component separated from the sleeve/trocar seal when leakage occurred. The entire component fell off and fell into the patient. The surgeon attempted to resolve the leakage and removed the sleeve. The pressure and flow were set to 40 pressure/15 flow. The were no damages to the gelseal cap. Intervention: found and removed from the patient with no harm. Patient status: no harm.

Manufacturer narrative:
The event unit was not returned to applied medical for evaluation. However, a photograph of the event unit was provided, confirming the complainant¿s experience of a dislodged shield. Based on the provided photograph and description of the event, it is likely that the reported event was caused by an instrument that was inserted or removed through the seal subassembly in a non-axial manner. The instructions for use (IFU) states, ¿all instruments should be centered axially when inserted through the sleeve¿s seal to avoid potential damage to sleeve." Applied medical has performed a historical trend analysis and review of production records and no relevant documentations were identified.